Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported batteries were not lasting, the serial number lable was worn and got stuck button. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer received stuck button alarm and was cleared and the charging issue was resolved by installing a new battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts, power-related alarms, or stuck button alarms noted during testing. A review of the history files reveals there were two stuck button alarms (7/16/2025 and 7/20/2025). Additionally, battery cycle 11.0 received the lowbatteryalert (104) on 08/12/2025 02:27:00 after more than 7 days at 16.9 days. Battery cycle 10.0 received the lowbatteryalert (104) on 07/25/2025 19:01:00 after more than 7 days at 20.68 days. Battery cycle 9.0 received the lowbatteryalert (104) on 07/04/2025 16:44:00 faster than expected at 0.06 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/01/2025 08:15:00 after more than 7 days at 11.13 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked battery compartment, missing serial number label, and pillowing keypad overlay. Missing serial number label is confirmed. Stuck button alarm complaint is not confirmed. Short battery life complaint is confirmed, fault isolated to the electronic assembly. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.